Event description:
It was reported that the alignment of the camera on the 6800 system is off. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to restore the generator/collimator set up info. Restored set up info from back up. The system was tested and found to be working as intended and placed back into service.